Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to sui. It was reported that following insertion the patient experienced pain, extrusion, bleeding, infection, urinary problems, recurrence, and dyspareunia. It was reported that on (B)(6) 2006, the patient underwent partial removal due to extrusion into vagina.

Manufacturer narrative:
(B)(4).